Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed a patient with falsely elevated b12 results on the architect i2000sr analyzer. The following data was provided: sid (B)(6) = 95, 178, 118, 202 pg/ml. The customer calibrated assay and reran 173, 150, 188, 156, 118, 139 pg/ml. The customers reference range is 187 to 883 pg/ml. There was no impact to patient management reported.